Event description:
It was reported to philips that the monitors on the allura system were non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the monitor was flashing on the system. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue.